Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the sheath ceramic tip was observed, to have broken off and was damaged. The issue was found, during reprocessing. There were no reports of patient harm.